Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not display error. The customers blood glucose level was unknown at the time of incident. The customer also reported that the insulin pump battery life is diminished and the customer has to change every 2-3 weeks. The battery cap area is also worn and the alarm will sound 2-3 times. The insulin pump will be returned for analysis.